Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle is somehow blocked. To aid in the investigation, two samples were received for evaluation by our quality team. One sample came in a sealed packaging blister and one sample came with no packaging blister. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The needles expelled the solution with a normal flow. A device history record review was completed for provided material number 305127, lot 2175239. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
No additional information received. Mat# 305127 lot# 2175239. It was reported by the customer that needle is somehow blocked and will not let anything out of the end (including air). Verbatim : rcc received a complaint via email. Email(s) attached. Needle is somehow blocked and will not let anything out of the end (including air). Product part # : 305127. Description : needle hypo 25g x 1 1/2 inch. Lot : 2175239.

Manufacturer narrative:
(B)(6): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.

Event description:
Mat# 305127 lot# 2175239. It was reported by the customer that needle is somehow blocked and will not let anything out of the end (including air).